Manufacturer narrative:
Neither the device nor additional information is available from the research facility. Medical records and x-rays were not provided to stryker for review. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2007-00085.

Event description:
It was reported that the arthroplasty was revised due to femoral and acetabular loosening. The acetabular, femoral and insert components were revised. The components were implanted in situ for 0.56 y.